Event description:
Customer reported that the insulin pump alarmed button error and was not clearing. Customer changed the battery and received an unexpected restart alarm. Blood glucose value was unknown. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the reset error test with no alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address and serial number label and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.